Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A materials manager reported an intraocular lens (iol) that was implanted into the eye, and there was not enough eye for the lens; too much lens for the eye. Additional information was provided by the surgeon that during an intraocular lens (iol) implant procedure, the "patient had an anterior radial tear in the capsule. After inserting the implant inside the capsular bag, when trying to rotate the implant, the radial tear extended all the way around leaving no posterior capsule for the implant to sit on. I had to remove the implant by cutting it in half. There was no injury to the patient during this time." According to the surgeon's opinion, the device did not cause/contribute to the event. No explanation was provided.